Event description:
N/a.

Manufacturer narrative:
Duraseal dural sealant system 5ml us box of 5 (B)(6) was not returned for evaluation. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A device history record review was not possible to be conducted, however trending was performed as part of the evaluation. Proper finished good testing is performed prior to release of all product as indicated in the dhrs. Product was not received for analysis and the investigation could not confirm the complaint. Per the fmea, potential causes of failure include: performance, polymerization - gel time/pot life. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a plastic surgeon was working on a neuro patient and sprayed duraseal dural sealant system 5ml (202050) in the patient's head and feels that it might have caused an infection. No surgical delay was reported. It was also reported that medical/surgical revision or intervention was performed; however, details were not provided. Additional information has been requested.